Event description:
It has been reported by the customer that the cot slid down at the head end. There was a patient involved, but no adverse consequences have been reported.

Manufacturer narrative:
Upon investigation, further information found to be relevant by the manufacturer, will be submitted in a follow up MDR.